Event description:
It was reported the pt is unable to establish communication with her ipg using her charger. Follow up info revealed the pt was unable to establish communication between her ipg and any external devices. A sjm rep met with the pt and confirmed the issue. The sjm rep will consult with the physician and surgical intervention may be pending as the next course of action.

Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.